Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) results were below assay range. The customer care center (ccc) reviewed the filter data from the instrument and an erroneous calibration was accepted. This calibration caused the below assay range results for the patient (sample ID (B)(6)) and the daily qc. The customer set up a different calibrator lot on the instrument. Qc was run and the results were within range. The customer accepting an unacceptable calibration is a user error. The cause of the discordant, falsely depressed hcg result on one patient sample was due to the user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.